Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt was hospitalized due to a loss of therapeutic effect. Her device was interrogated, but the programmer was unable to read the device. Additional information has been requested.